Event description:
It was reported that the cs catheter (bard ep xt octapolar. Reprocessed by lnnova health) became "stuck" in the coronary sinus this lasted for at least an hour, while the phys1c1an attempted to manipulate the catheter out of the coronary sinus. The physician believes this was due to the catheter being in a deflected position. The deflection mechanism was not working to straigl1ten the catheter. And a spasm in the vessel resulted from the extended time of catheter manipulation. After administering nitroglycerin directly to the coronary sinus, the catheter was able to be removed no patient consequences the caller stated that the ra had been mapped at this point after the catheter was removed from the coronary sinus. The procedure was continued ablation was performed successfully bwi products in the body? Stsf ablation catheter and a diagnostic quad. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)